Manufacturer narrative:
(B)(4). Date sent: 10/21/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any concern about the staple line? Can further information be provided regarding the damage the pa? Is it believed by the surgeon that the damaged was caused by the pve35a device? Was the damage to the pa on the branch or the inter lobar artery? Did the surgeon wait 15 seconds prior to firing the device? Could staple formation be observed? What was the proximity of the clips to firing? Could the tip be visualized? Did they confirm that the entire compressed vessel was proximal to cut line with no extraneous tissue within the jaw distal to the cut line? Was this the first or subsequent firing of the device? If device was fired before, was there any difficulty? What branches were fired upon with clips, staples? What exactly was the branch where the injury occurred?

Event description:
It was reported that during a complex segmentectomy, the surgeon was dissecting around the pulmonary vessels. Small branches going to superior segment were isolated and clipped. A pvs stapler was use to staple/transect pulmonary vessels. The surgeon positioned the stapler on a branch of the pa. The pvs was fired, and quickly released, the pa was damaged, and bleeding. A conversion thoracotomy was performed urgently, to control bleeding, and repair pa with a vascular patch, and complete procedure. The surgery was delayed 2 hours. There was a thorocotomy wound. Patient was sent to ICU, then had a post op ileus and was transfer to public hospital.